Event description:
It was reported through a suicide assessment form that a vns pt made a suicidal gesture. Per the form, the gesture was of minimal intent with no danger. The treating clinician indicated on the form that the pt's suicidal gesture was possibly related to the pt's medication and a probable relationship to the pt's mental disorder. An additional assessment form was rec'd dated (B)(6) 2010 in which it indicated the pt's suicidal tendencies, including preoccupation with thought of death or suicide were severe. At the moment, good faith attempts to obtain additional information from the treating clinician have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through an article that two depression patients experienced manic episodes believed to be caused by a latent bipolar disorder triggered by the vns. The other patient is captured in MFR. Report # 1644487-2017-03347. This article indicated that this patient's suicide attempt may have been linked to this latent bipolar disorder. Approximately nine months after initiation of stimulation, and at the same time as her suicide attempt, the patient began to experience symptoms of hypomania. This included decreased need for sleep, irritability, feelings of rage, agitation, hyperkinetic movements and ¿fidgetiness.¿. The patient's lamotrigine was discontinued and she was prescribed lithium. A month later, in (B)(6) 2010, she was noted to have continued significant depressive and manic symptoms, demonstrating increased motor activity/energy, increased sexual interest, decreased need for sleep, irritability, distractibility, frequent racing thoughts, and disruptive, sarcastic loud behavior. Her vns settings were decreased, and within the next two months, her lithium dosage was increased. Her irritability had improved on this regimen but she was having increased anxiety and panic-like symptoms. Vns settings remained unchanged. Starting in february, her anxiety symptoms worsened progressively and she began to endorse worsening symptoms of irritability and ¿fury.¿ her vns settings were gradually decreased and her symptoms closely monitored until may 2011 when her vns was turned off secondary to her continued irritability and the emergence of suicidal ideation. A nurse indicated that after device disablement, the patient slipped out of a agitated, hypomanic state back into a depressed state. Approximately a year after being disabled, the patient underwent ect, which led to an improvement of symptoms. Her vns was turned back on and was tolerated well. Follow-up with the patient's treating psychiatrist confirmed that he believed the manic episodes to be caused by the vns and not related to medication. He considered it a serious injury but indicated that the patient was doing well at the time of the report. He said that this was actually a good indication that the vns was working since all anti-depressants have the potential to trigger manic episodes. The patient did not have any history of prior manic or psychotic symptoms and had never attempted suicide prior to vns implantation. No further relevant information has been received to date.